Event description:
It was reported that the tubing to the pump of this inflatable penile prosthesis was too short. The pump migrated high in the scrotum, making it difficult to use, so it was explanted and replaced. No patient complications were reported.